Event description:
No damage noted to IV packaging nor IV itself. No difficulty in advancing nor placement; it flashed, patient given two rounds of meds with three total flushes. Upon administration of third nacl flush, leaking was noted. When the hub was checked, it was determined to be completely disconnected from the cannula. Vcu removed the cannula and noted a clean disconnection area on the proximal end of the cannula with no visible damage. Patient care was not disrupted and they were still in the care of hospital staff alive.